Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the insertable cardiac monitor exhibited failure to sense despite multiple positioning. Noise was observed in the different positions. The device was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The field complaint of a sensing and noise anomaly was confirmed. The device header was cut open and visual inspection of the feedthrough pins show moisture getter contamination on the antenna, sense and ble pins, contributing to the cause of the reported event.